Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a clearlink system continu-flo solution set was severed or separated just below the y-site (clearlink) resulting in a leak; further described as "tubing just broke/snapped in the line". This was observed when repositioning/raising the patient in the bed during patient infusion with precedex. A new bag was primed to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the tubing separated from the third y-site clearlink in the downstream part was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.